Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose level reached 400 mg/dl. Customer reverted to manual injection for insulin therapy.